Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with a vascular/medium reload. During testing of the instrument, interference was noted in the firing stroke. An access hole was cut into the instrument body for visualization internal components and the trigger pawl was found to be damaged. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of damage to the trigger pawl may occur if the instrument trigger is compressed with the reload partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack however the firing rack would not advance therefore damaging the trigger pawl. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic pancreatic resection procedure. When the device was tried to be fired there was no close function in the reload jaws. The tissue was quite thick. The handle was not able to be squeezed. The case was completed using a new handle. There was no patient injury.